Manufacturer narrative:
This report is submitted on september 01, 2021.

Event description:
Per the clinic, the patient experienced intermittencies in connection and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was implanted with another cochlear device during the same surgery.